Manufacturer narrative:
The technician replaced the worn caster stems and horns to repair the stretcher.

Event description:
Information received indicates when the brake is engaged the casters continue to swivel.